Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to the failure of the imaging unit, the screen went black and no image was displayed. Due to the loose insertion tube, there was rattling at the connection between the insertion tube and the operation part. The adhesive of the bending section cover was missing. Scratches on the light guide cover was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the endoeye flex deflectable videoscope displayed no image. There were no reports of patient harm associated with event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct report source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The initial report of no angulation was not confirmed. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). In addition, the following non-reportable malfunctions were found during the device evaluation; the angle wires were stretched, there was a crack in the adhesive on the bending section cover, deterioration/damage to the adhesive, the insertion tube had deteriorated due to handling, part of the insertion tube was caught and pinched causing the insertion tube to become deformed, the resin area had detached due to humidity/deteriorated due to handling, and lastly there was a crack in the resin. Olympus will continue to monitor field performance for this device.